Manufacturer narrative:
The account found there was no voltage from either side of f13. The account replaced the power control module to repair the bed.

Event description:
The account alleged the bed has no functions working.